Event description:
It was reported that while the stimulation was turned on, the patient reports a loss of therapeutic effect. She started going through metal detectors and now she was not having any more progress in her symptom relief. She started to have to buy more pads and reported she leaks a lot at night. The patient has made the hcp (healthcare provider) aware and the hcp was going to set up a reprogramming with the manufacturer representative. This appointment has not been set up yet. It was confirmed she has tried all 4 programs. She reached the upper limit on program 1 and program 2. She believes her limit was 8 volts. Program 3 and 4 have never worked real well. She experiences a "pinching in my butt" and it "gets awful" if she tries to raise the stimulation higher. She was back on program 3 and was willing to put up with a little discomfort if she gets some relief from her urinary symptoms. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# va0fcx8, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.